Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube.

Event description:
It was reportd the customer received multiple motor error alarms over the last 30 days. Customer was advised to return their insulin pump for analysis. Customer's blood glucose was 5.2 mmol/l. No additional information provided.